Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's pulse generator exhibited possible atrial oversensing that led to inappropriate mode switching. It was uncertain whether noise or true atrial activity was being detected. Programming changes were suggested.